Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that his insulin cartridge was leaking insulin out of the plunger while filling it. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.